Event description:
The customer reported four false positive results with the ID now covid-19 assay using nasopharyngeal samples. The first covid-19 assay was performed on (B)(6) 2021 which generated a positive result. The second covid-19 assay was performed on (B)(6) 2021 which generated a positive result. The third covid-19 assay was performed on (B)(6) 2021 for a different patient which generated a positive result. The fourth covid-19 assay was performed on (B)(6) 2021 which generated a positive result. All four patients obtain confirmation pcr testing using nasopharyngeal samples, which generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This manufacturer report addresses false positive result 4 of 4.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00667, 1221359-2022-00668, 1221359-2022-00669.

Manufacturer narrative:
Investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m164757 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m164757, test base part number 190-430 / lot: m164757. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m165018 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Reference MFR. Reports: 1221359-2022-00667 - 1221359-2022-00670.